Event description:
During an electrohydraulic lithotripsy (ehl) procedure, a karl storz telescope was used. Visual clarity of the endoscope diminished to an unstable degree towards the end of the ehl procedure resulting in a possible puncture of the pt's bladder due to poor visibility.